Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported contamination was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leak test failed due to the biopsy channel being pierced and leaky. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrovideoscope tested positive for 3 colony forming units (cfus) in the suction channel, and 1 cfu in the distal end of unspecified microbes. All channels were sampled. The issue occurred during a therapeutic, echo ponction procedure. The procedure was successfully completed using the same device. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.